Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A fully constrained wallstent biliary uncovered stent and delivery system were returned for analysis. The stent was received fully covered by the outer sheath. Visual examination of the returned device found the stent wire perforate the outer sheath at the distal section. Functional evaluation revealed it was not possible to deploy the stent due to stent wires were perforating the outer sheath at distal section. No other issues with the device were noted. The damage noted with the device is observed with stent wires sticking out of the sheath upon deployment/ reconstrainment attempts. Taking all available information into consideration, the investigation concluded that the observed failure and the reported events were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallstent biliary uncovered stent was to be used to treat a malignant stricture in the hilar region of the common bile duct during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The stent was fully covered by the outer sheath when removed from the patient. Reportedly, the physician tried to deploy the stent outside the patient but it was unsuccessful. The procedure was completed with another wallstent biliary device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR reportable event based on investigation results which revealed that the stent wire perforate the outer sheath at the distal section.